Event description:
Reporter alleged obtaining a discrepant blood glucose result of 18 mg/dl back to back with a result of 97 mg/dl using the compact plus system when testing was performed within 10 minutes. Reporter stated, she self-treated with coke before obtaining the 97 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.